Event description:
Reference number (B)(4). Event occurred in china. This MDR is being submitted for an unknown number of devices in which the issue was experiences. On (B)(6) 2024 , reported that patient faced infusion set tubing detachment. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6002812 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code tubing detached from hub. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. Test results: visual test according to with wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6002812 was manufactured according to the wi version 94 manufactured in the line/machine m10, on 19/aug/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. DHR review ( gluing tubing): the lot 3g05149 was manufactured according to the wi version 55 manufactured in the line/machine sc05-sc06, on 17/aug/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 18/feb/2025 against malfunction tubing detached from hub) and lot 6002812 and no another complaints have been registered in tw for the same lot and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, 1 other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.